Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected. The existing electrode was damaged and reimplantation surgery was performed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. In addition a complete insertion was not achieved at implantation surgery with six channels remaining extra-cochlear. This is a final report.

Event description:
The user's hearing performance with the device is affected. During revision surgery the existing electrode was damaged and reimplantation was performed.